Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg displayed the message "replace generator. The generator has reached the end of its service" earlier than expected. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A system displaying "replace generator¿ message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during follow up surgical intervention was undertaken during which the patients ipg was explanted and replaced.